Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. A dimensional exam was also performed and the sample was found to be within specification. The returned sample could fit firmly with a nebulizer used at the manufacturing facility. Based on the investigation performed, the reported complaint of "device disconnects from nebulizer" could not be confirmed. There were no issues found with the returned sample.

Event description:
The customer alleges that there is a disconnection issue with the teleflex device and a vyaire product. No report of an injury or impact to the patient.

Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that there is a disconnection issue with the teleflex device and a vyaire product. No report of an injury or impact to the patient.